Event description:
Note found on bed said "head will not go up." No injury reported.

Manufacturer narrative:
Tech found a note on bed said "head will not go up." Isolated the problem to the head hi/low valve was sticking. Replaced the head hi/low valve to resolve this issue.